Manufacturer narrative:
There was no product malfunction. A philips field service engineer (fse) went onsite, and tested the device; no trouble was found with the device. The fse found the "battery low" alarm to be set to an inop level alarm, and when the x2 battery was low, it sounded an inop alarm. The alarm logs were reviewed. Arrhythmia analysis was turned off at 18:10:30 due to a loss of device association. The arrhythmia was turned back on at 19:00:58, when association was restored which would occur when battery/power was restored. When the arrhythmia analysis resumed, the device immediately activated red alarms. Based on the available information, the users missed the low battery inops leading to the loss of monitoring. As the device was operating normally, it remains at the customer site. There have been no subsequent calls logged for this device/issue. No further investigation is warranted. Use of the device is considered to have been a factor in this incident based on the delay in care.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the m3002a did not alarm. The device was connected to an intellivue mp50 bedside monitor and around 2:00 on (B)(6), a red patient alarm was noticed. The feedback content indicates that 'he doesn't notice an alarm and a patient has died.' The patient data and alarms after 18:30 are not appearing on the central monitor. The available information does not allow a determination of whether the use of the device caused or contributed to the death.